Event description:
During inspection of the radial and lateral axes linear rails and bearings, it was found that 2 lateral linear rails had a gap. No detector fail event and no injury was reported. These gaps between the rotor casting and lateral rails may impact the lateral drive and lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a potential failure mode similar to the one identified in investigation tied to MDR# 9613299-2013-00001. A follow up report will be submitted once investigation results are available.